Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
Procedure: arthroscopic stabilisation procedure. On deployment to grab a strand of orthocord suture once it had been passed through the capsule, the top of the grasper bent. It would not come out of the patient as it was catching on tissue, in a semi deployed state. A small skin incision was made to free the grasper from the patients shoulder for the case to be completed. Patient not adversely affected. Extra theatre time 10min approx instrument available and will be returned for investigation.

Manufacturer narrative:
The complaint device was received and visually evaluated. The complaint states that after penetration the end of the grasper bent; however, the condition of this device is indicative of mishandling. The ¿bent area¿ is actually mangled; seriously bent and distorted. We attribute the device¿s condition to technique, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was received and visually evaluated. The complaint states that after penetration the end of the grasper bent; however, the condition of this device is indicative of mishandling. The ¿bent area¿ is actually mangled; seriously bent and distorted. We attribute the device¿s condition to technique, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.